Event description:
It was reported that the ge healthcare medical device did not alarm for a low spo2 condition. There was no related adverse patient consequence.

Manufacturer narrative:
The customer did not provide the requested information. Investigation: it was reported to ge healthcare (gehc) that on (B)(6) 2019 at around 16:54, the carescape telemetry server (cts) did not provide a spo2 lo alarm when the o2 saturation dropped to 84%. The spo2 low alarm limit was configured to a 88%. There was no related adverse patient consequence. Gehc engineering reviewed the cts log files and full disclosure ECG printouts related to the event. Engineering also attempted to reproduce the reported issue in the testing lab with a similar device and was successful. The result is as follows: when there is an alarm for a spo2 lo limit violation followed by a no telem condition lasting 4 to 11 seconds in duration, the spo2 lo alarm does not continue to broadcast as the users might expect once the no telem condition is resolved. If a new spo2 lo limit alarm occurs following resolution of the no telem condition, an alarm will be asserted. The investigation concluded the issue is due to an idiosyncrasy in the telemetry server spo2 alarm processing software. Gehc is initiating a field safety recall to correct the issue in the affected devices. The correction report number is (B)(4)..

Manufacturer narrative:
(B)(4). Patient data is not currently available. Device identification number and UDI is not currently available. Date of device manufacture is not available at this time. Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the ge healthcare medical device did not alarm for a low spo2 condition. There was no related adverse patient consequence.